Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on an unknown date with the implant of an alto abdominal stent graft system. On approximately (B)(6) 2025 a type ia endoleak identified that reportedly seems to be getting past the calcium located at the seal location. Currently, no additional information is available.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Endologix made three good faith efforts to retrieve reported adverse event/incident-related medical records and device details. However, the user facility did not respond to requests for this information. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility was unable to provide this information. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical imaging received by endologix found the type ia endoleak complaint is confirmed. This is consistent with the reported adverse event/incident. The complaint is likely anatomy related. The clinical assessment found reasonable evidence to suggest the device was used against cautionary product use since there were large deposits of calcium at the aortic neck seal zone, which likely contributed to poor stent-to-wall apposition and the development of the type ia endoleak. Procedure related harms could not be determined. The final patient status remains unknown as it was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes ¿ remove code 3233. H6: investigation conclusion codes ¿ remove code 11.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Endologix made three good faith efforts to retrieve reported adverse event/incident-related medical records. However, the user facility did not respond to requests for this information. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical imaging received by endologix found the type ia endoleak complaint is confirmed. This is consistent with the reported adverse event/incident. The complaint is likely anatomy related. The clinical assessment found reasonable evidence to suggest the device was used against cautionary product use since there were large deposits of calcium at the aortic neck seal zone, which likely contributed to poor stent-to-wall apposition and the development of the type ia endoleak. Procedure related harms could not be determined. The final patient status remains unknown as it was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem - updated d6: case date - updated d10: concomitant medical products and therapy dates - updated g3: awareness date -updated h4: release date (primary) - updated h10/11: additional manufacturer narrative - updated.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2024 with the implant of an alto abdominal stent graft system. On approximately 14 august 2025 a type ia endoleak was identified that reportedly seems to be getting past the calcium located at the seal location. The physician is reportedly planning to implant a palmaz (non-endologix) balloon expandable stent mid-november, however no date has been confirmed. The current patient status is reported to be stable with no issues.